Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed. Functional testing was unable to duplicate the reported problem. The pump ran for 54 hours at a setting of 30ml/h, the device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device switches off 'after a while'. There was unknown patient involvement.